Event description:
A baxter quality engineer in (B)(6) reported a buretrol set in which the roller clamp was not functional; this may lead to an overdosage of fluid. This was discovered before use. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample was sent in for an evaluation. Baxter's quality engineer confirmed a non-functional roller clamp due to an unknown reason. A batch review was conducted and there were no deviations found during the manufacture of this lot. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.